Manufacturer narrative:
In absence of returned sample, the internal investigation into complaint related lot s10969 included the following: review of kitting records for complaint related device revealed that the seal integrity was acceptable for complaint related device. Dose audit results for sterilization were acceptable and the lot received acceptable dose of radiation for terminal sterilization. Results for suture retention test and tensile strength test were acceptable. Review of the lot processing records for s10969 resulted in no remarkable findings, with no non conformances or deviations related to the nature of the complaint. The distribution/implantation history records for reported lot revealed that all (B)(4) devices released to finished goods for lot s10969 have been distributed, including (B)(4) reported to lifecell as implanted. As per query of complaint management database, no other complaint have been reported to lifecell for the lot reported. Based on the internal investigation with no other complaints for the lot reported, acceptable dose audit for sterilization and review of device processing; it can be concluded that is unlikely that the product caused or contributed to the reported event.

Event description:
It was reported to lifecell as follows: on (B)(6) 2012 patient had surgical repair of an incisional hernia with ultra pro (non lifecell product). On (B)(6) 2012 patient had reherniation. On (B)(6) 2012 patient underwent a surgical repair of recurrent ventral hernia with component separation using surgimend (non lifecell product) and strattice. On (B)(6) 2012 patient presented with symptoms of infection and bowel obstruction. Patient's white blood count was elevated and increased dramatically. Patient had signs of sepsis and blood cultures were positive for klebsiella bacteremia. On (B)(6) 2012 patient underwent surgery for re-exploration of her abdomen to look for a leak. It is also described by the doctor that the procedure was evacuation of a hematoma, take-down of hernia repair, drainage of fluid collection in the left abdomen irrigation of abdomen, placement of drains and re-closure. Diagnosis was intra-abdominal abscess. The doctor did not believe that the hematoma was infected. However, in her progress report note of (B)(6) 2012 doctor identified a leak at the anstamotic site during procedure near the small bowel. According to doctors notes mesh used on (B)(6) 2012 was strattice. Patient was hospitalized until (B)(6) 2013 and had numerous infections, open wound, draining pus etc. On (B)(6) 2012 home health care nurse reported excessive purulent drainage from the large open surgical wound. Solid particles were found in the drainage from the wound. Patient was readmitted to the hospital. According to the admission notes from the doctor the particles was the surgical mesh. On (B)(6) 2012 patient was admitted to the hospital. Patient was found to have positive cultures for resistant e-coli, resistant enterococcus, and vancomycin-resistant enterococci. Patient underwent surgery where a large enterocutaneous fistula with multiple intra-abdominal abscesses and mesh infection was located by surgeon. Both synthetic and porcine mesh were found in the open wound and area of the small bowel. Silk sutures used by doctors in the repairs of the enterotomy were excise. However, all the mesh and sutures could not be removed due to patient's physical condition. Patient stayed in ICU until (B)(6) 2012. She was in septic shock as a result of the enterotomy, stool peritonitis and klebsiella bacteremia. On (B)(6) 2012 patient underwent surgery to repair the fistula excise and more of the infected mesh material, but all of the mesh was not removed. On (B)(6) 2013 patient underwent surgery to repair the fistula and the double hernia that remained unhealed. She was hospitalized for several weeks.